Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer in (B)(6) of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake/touch contamination which resulted in peritonitis on an unknown date. It the patient was not hospitalized for peritonitis. Treatment rendered for the event was not reported. On an unreported date, the patient recovered. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd889501 and gd890525. No exceptions were observed that were related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.